Event description:
This spontaneous case from united states was received on 25-jan-2018 from healthcare professional. This case concerns female patient (age: not provided) who initiated treatment with synvisc one and after a few days had pain and swelling. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection once at a dose of 6 ml once for knee pain (batch/ lot number and expiry date: unknown). On an unknown date after an unknown latency, patient had pain and swelling. The physician gave her a steroid injection and the symptoms resolved. Corrective treatment: steroid injection for both events. Outcome: recovered for both events. Seriousness criteria: required intervention for both events. A product technical complaint was initiated and the results for the same were pending. Pharmacovigilance comment: sanofi company comment dated 2-feb-2018. This case concerns a patient who received synvisc injection and later experienced pain and swelling. Since the adverse events occurred a few days after injection of synvisc-one, a significant temporal relationship can be established and causal role of suspect drug can not be ruled out. However, due to lack of information regarding any other suspect/concomitant medications, event details and relevant lab data/medical history complete medical assessment of the case is difficulty.

Event description:
This spontaneous case from united states was received on 25-jan-2018 from healthcare professional this case concerns female patient (age: not provided) who initiated treatment with synvisc one and after a few days had pain and swelling. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection once at a dose of 6 ml once for knee pain (batch/ lot number and expiry date: unknown). On an unknown date after an unknown latency, patient had pain and swelling. The physician gave her a steroid injection and the symptoms resolved. Corrective treatment: steroid injection for both events. Outcome: recovered for both events seriousness criteria: required intervention for both events a pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 01-feb-2018. Global ptc (pharmaceutical technical complaint) number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 1-feb-2018. Follow up information did not change the previous case assessment.this case concerns a patient who received synvisc injection and later experienced pain and swelling. Since the adverse events occurred a few days after injection of synvisc-one, a significant temporal relationship can be established and causal role of suspect drug can not be ruled out. However, due to lack of information regarding pain and swelling site and details, any other suspect/concomitant medications, event details and relevant lab data/medical history complete medical assessment of the case is difficulty.